Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for a routine follow up visit, lead noise issue was observed on the rv lead and the source of the noise issue is unknown. Patient has chronic atrial fibrillation. Upon rv lead examination, insulation breach damage was observed and the leads were tangled together under the device. Physician suspected that the previous physician who implanted the system had not done a good job as the leads were tangled together. There was no allegation of lead dislodgment. Upon interrogation, there were no out of range lead impedance issues or noise on the egm recorded. Lead was capped on (B)(6) 2018 and a new lead was implanted. Physician elected to replace the device as well, as the patient has chronic atrial fibrillation and a single chamber pacemaker will be more beneficial for the patient. Patient was stable.